Manufacturer narrative:
The insulin pump was received with blank due moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed watchdog timeout. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarm could not be cleared by the esc/act button. The customer was advised to let the insulin pump rest and rewind and reprogram after. The customer called back after letting the insulin pump rest and reported that the insulin pump ended up having a black display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.